Event description:
Port was inserted in 2002 to administer chemo. At ablation in 2006, it was observed that catheter had disconnected from port. X-ray confirmed findings. Surgery was necessary for retrieval; however, no associated patient complications were reported.